Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, unstable parameters were encountered and the physician had to repeatedly try different positions. With the atrial sensing sensitivity correctly set, no atrial sensed values were detected, and the atrial signal was too low. Furthermore, after multiple attempts at pacing above the patient's intrinsic heart rate (i.e., 90 bpm), the surface electrocardiogram still showed a rate of 57¿59 bpm (with normal functioning of both ECG leads and equipment), while the analyzer displayed regular, normal-paced waveforms. Subsequently, when the operator repositioned the electrode to a higher atrial location, adequate sensing and pacing were achieved; however, intermittent parameter abnormalities recurred later. It was suspected there was an issue with the right atrial lead (and subsequently decided to replace it), but also mentioned that the patient had atrial edema, so both factors were taken into consideration. The patient's postoperative condition was good.